Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was missing from auxiliary 2 half height drawer 3.2 pocket b5. A field service engineer (fse) found no failures and mentioned that it might have been recovered by ejecting and returned to pharmacy. To alleviate further failures fse reseated the row board cable. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.